Manufacturer narrative:
Final report. A siemens field service engineer was dispatched to the site and replaced the instrument source lamp. The method was recalibrated and qc was confirmed to be within range. Per the siemens headquarters service center update: as hb1c is a turbidimetric measurement, if there is a lamp or optics issue, this will impact hb1c results. The complaint reported has not been reported by other customers, so it is likely a system rather than a reagent issue. The instrument and reagent are performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the elevated hb1c samples results is unknown. Siemens headquarters service center evaluated the data and recommended replacement of the instrument source lamp. The issue is under investigation by siemens healthcare diagnostics.

Event description:
The customer obtained elevated hb1c results on the dimension exl instrument with lot ga7073. Patient results were reported while lot ga7073 was in use. No patient results have been questioned by physicians. Lower results, regarded by the account as more accurate, were obtained with a new lot of hb1c in a comparison study conducted when the shift back to lower results was observed on qc samples. There is no indication of changes in patient treatment on the basis of elevated hb1c results during the period that lot ga7073 was in use. There was no report of adverse health consequences to patients due to elevated hb1c results during the period that lot ga7073 was in use.